Event description:
A malfunction occurred with the code malf 15, and there were no notable events leading up to it. There was no adverse impact on the customer¿s blood glucose level. The issue could not be resolved because the pump's warranty had expired, and the customer was advised to contact their clinic for a replacement pump.